Event description:
Intuitive surgical harmonic ace curved shears insert being used when the operating room. Staff received a warning to remove instrument from pt, clean tips, tighten handpiece, and re-test. Blade error notification then displayed on screen and advised to get a new insert. Reason for use: laparoscopic robotic sleeve gastrectomy.